Manufacturer narrative:
Corrected information was provided in d.10. Additional information was provided in d.9., the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported that during intraocular lens (iol) implant procedure, there was an issue with the intraocular lens haptic, which caused difficulty in properly centering, following the procedure, the patient was having poor vision. The iol was exchanged for same model different diopter intra ocular lens 10 days following the initial implant procedure.

Manufacturer narrative:
Corrected information was provided in d.4.